Event description:
It was reported there was inappropriate ams episodes caused by far field r-wave oversensing on the atrial channel. The patient was asymptomatic. Programming changes were made. The patient will be followed normally.